Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The patient circuit was dismantled and reassembled which resolved the reported issue. (B)(4).

Event description:
The hospital reported when running the user startup test; it is not passing; showing leaks of more than 250 ml. There was no report of patient involvement.